Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery indicator showed battery as being empty when it was full. Caller reported that insulin pump was dropped or bumped. Alarm history showed excessive failed battery alarms. Insulin pump would be replaced.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, failed battery test, off no power alarm or battery indicator anomaly noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.